Manufacturer narrative:
Weight-race: unk. PMA/510k: this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicm512.1, -10.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2022 the lens was exchanged for a longer length lens due to low vault without rotation and peripheral touch. This exchange resolved the problem. Cause of event is unknown.